Event description:
The hospital reported that during prep for an endoscopic vein harvesting procedure, a piece of the hemopro 2 jaw was loose and/or peeled off of the device. A replacement vh-4000 device was used to complete the procedure. The hospital did not report any pt effects. The product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop¿s, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).